Event description:
Manufacturer's ref #: 237429.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator¿s patient unit was confirmed to be loose. The security knob on the ventilator cart was found to be not correctly mounted. The security knob was fixed and the patient unit was secured. The ventilator was then returned to clinical service. The cause of the reported problem is attributed to the not correctly mounted security knob.

Event description:
It was reported that the ventilator's patient unit was loose on the console plate. There was no patient harm. Manufacturer's ref #: (B)(4).